Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Design changes have been made to increase durability of the handle after the manufacture date of this device and help improve the design. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as the part was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a cephalomedullary nailing procedure, while the surgeon was tightening the screw, the plastic casing of the screwdriver handle snapped off the metal core, leaving the shaft and the internal part of the handle exposed. No foreign bodies were retained within the patient and no adverse events have been reported as a result of the malfunction.